Manufacturer narrative:
Additional information received that the device was older than 10 years old, dial worn, and customer will scrap the device.

Manufacturer narrative:
Additional information was received that the unit had been tested. The allegation of a failed interlock failure could not be duplicated by the ge healthcare diagnostics team.

Manufacturer narrative:
Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported potential for two vaporizers to be used at the same time due to a failed interlock test. There was no patient involvement.